Event description:
Olympus was informed that during a bilateral salpingo-oophorectomy (bso) procedure, the doctor pressed the seal button, it activated for 2 to 3 seconds, delivered energy, and then it gave an "incomplete seal" error code. There was no pt injury. The procedure was completed with a similar but different device.

Manufacturer narrative:
Olympus followed up with the territory manager (tm) for add'l info. Per tm, when the surgeon first activated the seal button, it delivered energy as normal. Then about 3 seconds into the case, the device gave an "incomplete seal" error. The surgeon tapped the seal and cut button and then regrasped the tissue to try to seal again. The error occurred again. The surgeon tried a different part of the tissue and received the same error. The procedure was completed with a similar but different device. There was no pt injury. The device referenced in this report was returned to olympus for eval. The device was tested using an esg-400 and during probe check no evidence of error code was noted. The teflon pad was damaged with a dark charred stain in the center and was slightly melted at the proximal end. The probe was evaluated under a microscope and no fracture or damage was noted. The distal end jaw movement was restricted due to tissue buildup. The device was returned to the original equipment MFR (OEM) for further investigation. If add'l and significant info is received at a later time, this report will be updated. This report is being submitted as a medical device report in an abundance of caution.